Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant products: 694765 implantable tachy lead, implanted: (B)(6) 2009; 5076-52 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that an infection occurred. The implantable cardiac defibrillator system was explanted and replaced. It was further noted that the patient had developed endocarditis. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.